Manufacturer narrative:
Following evaluation of the returned device, the failure code changed from stent deformed in-vivo to positioning difficulties. There was no damage to the stent.

Event description:
The physician was attempting to deploy an endeavor resolute rx 2.75mm diameter x 24 length mm drug eluting stent. The target lesion was calcified, 20mm in length and had 85% to 90% stenosis. It was located in the proximal lad coronary artery. Several attempts were made to pre-dilate the lesion. An attempt was then made to implant the stent. It was reported that due to the degree of calcification at the target site, the stent could not pass the lesion. Upon removal of the stent it was noted that the stent's structure was deformed. The procedure was then completed using another stent. No patient injury or clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). No results available since no evaluation was performed. Patient condition affected effectiveness of the device (patient lesion morphology, calcified lesion). Evaluation conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology, calcified lesion); known inherent risk of procedure (failure to deliver stent and stent deformation). Unable to confirm complaint. (B)(4).

Event description:
Evaluation summary: the stent was positioned on the balloon between the inner shaft markers as per specification requirements. There was no deformation evident to the stent struts or segments. Cine image review: review of the procedural images confirmed the presence of calcification and stenosis at the lesion site. The images capture inflation of the pre-dilation balloon and the delivery and deployment of a stent at the lesion site. The images do not capture the attempted delivery and subsequent withdrawal of the endeavor resolute device.